Manufacturer narrative:
This issue is currently under investigation. Equipment malfunction cannot be ruled out at this time, nor can the possibility of a serious injury should the problem recur. Therefore, a medical device report is being submitted to FDA.

Event description:
Patient treatment had been planned on a silhouette clinac, but personnel decided to treat on a clinac 21ex. The chart coordinator was called in to change clinac 21ex to the planned machine so the therapist would not have to override the original treatment plan every day. There were now two plans-the older, original plan and the new plan with a different machine. After plan was saved, the screen message displayed, "mlc changed, consider recalculating plan." No calculation performed. Began treating patient and completed 2 fields. The physicist noticed the multi lead collimator (mlc) not moving on treat screen during 3rd field treatment and stopped treatment. It was also noted that on the varis screen there were no mlc icons on the 3 fields. The treatment history also showed no mlc on any of the 3 fields. The database no longer had an "older" plan. They brought the plan back up shortly afterward, and "all parameters were present", mlc was properly attached to all 3 fields. The estimated dose during treatment was just under 400 cgy, instead of the prescribed 200 cgy. The physician states "this incident is not clinically signficant and the plan will be modified later to compensate the prescribed dose."